Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: vanguard ps+ tibial bearing catalog # 183740 lot # unknown, biomet cc I-beam tray 75mm catalog # 141224 lot # unknown, unknown vanguard patella catalog # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-04954.

Event description:
It was reported that approximately 2 months post implantation, the patient underwent a manipulation of the knee to treat unknown complications.